Manufacturer narrative:
Device was returned for investigation. It was reported that unknown extension set with a needleless acess device for inspection. The male luer at the end of the primary plum set was broken off. The male luer tip and mating device were not returned for inspection. Examination of the break showed one side higher than the other. The reported complaint can be confirmed. The probable cause of the break is due to an unintentional bending force during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An unspecified primary IV tubing (with item base number 14687) reportedly became disconnected and a portion of it broke off, remaining lodged within the luer access device. This issue occurred when the registered nurse entered the patient¿s room to replace the PICC line tubing. Patient was receiving ampicillin (mixed in 0.9% ns) and 0.9% ns intravenously prior to the disconnect. There was no human harm reported.